Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately six to seven years from the date the manufacturer became aware of the event. Explant date: 6-7 years ago.

Event description:
It was reported that the patient was no longer receiving adequate stimulation and underwent a full system explant procedure.